Event description:
It was reported a remote monitor live call communication was received indicating the superior vena cava (svc) defibrillation impedance was out of range. It was further noted there was an svc defibrillation impedance alert, right ventricular pacing impedance increase and right ventricular threshold increase. The information was reported to the clinic. Additional information was received from the family and reported that the patient is deceased. The cause and circumstances of death have been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).